Event description:
Healthcare professional reported right side deflation and "particles in valve", "calcifications are severe". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "particles in valve", "calcifications are severe". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on the posterior side assessed as surgical damage and one opening on the anterior side assessed as fold flaw opening. Other-technical: no observed particle in the valve. Calcification: unable to observe since it is a medical evet and is not related to the device. Additional observations: crease fold observed the device. Wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.